Event description:
During a regularly scheduled visit by the local factory service representative, it was observed that half of the display was blank. There was no information provided that would suggest that the malfunction occurred during patient use.